Event description:
It was reported that when stimulation was turned on or off, the patient had an overstimulation sensation and a shocking or jolting sensation. It was noted that the patient had stimulation in the wrong location and increased baseline pain. The reporter indicated that there was no known accident or incident related to the complaint. It was noted that the patient¿s symptoms were located in the low back and left knee. It was reported that the patient had problems with stimulation for ¿a couple of months¿ and the patient needed stimulation to cover the right lower back, but stimulation was felt in the right upper back. It was noted that stimulation was also needed inside of the patient¿s left knee, but the patient felt stimulation mostly on the outside of the left knee. It was further noted that the patient¿s reflex sympathetic dystrophy had ¿gone down into his foot.¿ the reporter stated that the patient felt stimulation when the device was off, and he only felt it in ¿certain places¿ and ¿only in certain positions, like in the bathroom.¿ it was reported that when the patient moved his leg, he felt strong stimulation. It was noted that when the device was reprogrammed, he was fine and then he moved a certain way and ¿jumped out of the chair.¿ this occurred on all four programs. There was no known trauma associated with the event, and the patient did fall on (B)(6) 2013 but the issues started a couple of months prior to the report, before the fall. It was reported that lead impedances were fine, there was ¿a lot of scar tissue over the leads,¿ and the ¿cover¿ was off one lead. It was noted that the patient had an appointment every month. It was reported that when the patient referred to ¿shocking,¿ it meant that he felt the stimulation, not a ¿literal shock.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had intermittent therapy. There was a reported loss of stimulation. The patient stated that the stimulation used to work for his back. It worked for several months after implant. The rep had reprogrammed the device 3-4 times. When the stimulation was on for his back, the patient would feel a sharp pain like being stabbed with a knife. The patient has checked the device with the patient programmer and had tried all group settings and none of them gave coverage for his back. The rep was notified about this issue in 2012.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v799632, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v799632, implanted: (B)(6) 2011, product type lead; product ID 3998, lot # v704384, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was further reported that the company representative had been assessing this patient for approximately one year, as the problem was ongoing. It was stated that the patient had lost weight, going from (B)(6). The patient did have good coverage the first year, but after that, has not had good coverage. An xray was stated to be normal, per the physician. The xray was done after the weight loss. It was recommended that the physician compare the implant xray to the current xray. All impedances were normal at 0.7v, but another test at 1.5v was uncomfortable for the patient. The recharge level was normal, no overdischarge had occurred. The company representative was able to reproduce the shocking when the patient in sitting position and leaning back and forth. Per a review of the file by a company representative, no malfunctions were seen.